Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under infused. ¿pump set to infuse ceftazadime 16mg in 0.32ml over 30 minutes. Pump alarmed infusion complete after 30 minutes. 0.2ml left in medication syringe. Bedside rn infused remainder of medication.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6(update codes), h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.